Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the proximal portion of the emerge balloon catheter. The distal portion of the shaft including portion of midshaft, the distal shafts, the balloon, the markerband and tip were not returned for analysis and additional information received noted that it was thrown away at the facility. Hypotube and midshaft were microscopically examined. There were numerous kinks throughout the hypotube. There was a complete midshaft separation 1 mm distal of the distal end of the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00 mm x 15 mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.